Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent right ventricular undersensing. As a result, ventricular pacing was delivered when not required. This ventricular pacing did not capture because the heart had not yet repolarized. In addition, technical services (ts) provided the rhythm accelerates and self terminates. Ts suggested this could be possible pacemaker mediated tachycardia. Ts did not provide any reprogramming recommendations at this time. This crt-d remains in service. No adverse patient effects were reported.